Manufacturer narrative:
H3: end user did not release product for MFR's testing purposes. H6: method code 86. Device history records reviewed. H6: conclusion code 67. Devices were not returned. No conclusion can be drawn.

Event description:
Account reported that three neuro products were removed from pt successfully due to malfunction. The physician reported that the valve was tested prior to implant. Results were low. The valve was implanted and the shunt worked. The pt had normal pressure hydrocephalus. The ventricles were not coming down to size as quickly as normal. Pt was not doing well. A radionuclear type study showed the shunt was working. The shunt was tapped. Pressure was too high.